Event description:
It was reported that during early use of the ilet with dexcom g7, the user experienced fluctuating glucose values, including a hypoglycemic episode after a lunch meal announcement at 60 mg/dl and hyperglycemic event of 400 mg/dl that delivered approximately 18 units for a ¿usual¿ lunch, alongside perceived dexcom reading discrepancies after a sensor change; a factory reset was performed to address suspected meal-dose and system maladaptation, with guidance to re-pair the cgm and re-enter weight and to review adaptation and meal announcement practices with the trainer. Investigation of this case revealed no device malfunction evident during guided checks, with findings consistent with cause-unclear hyperglycemia in the first week of adaptation and cause-unclear hypoglycemia associated with a high lunch dose following cgm transition and system relearning. Symptoms included confusion and feeling warm during a low glucose event. Outcomes included self-treatment with oral glucose and stabilization without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear given concurrent adaptation dynamics and reported cgm discrepancies. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.